Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the load sequence, the customer was prompted to perform a cartridge change. Tandem technical support guided the customer through reloading the same cartridge onto the pump. Customer's blood glucose level was 232 mg/dl.